Manufacturer narrative:
(B)(6). The lot was manufactured between october 10, 2018 and october 11, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of sterile repeater pump tube sets were leaking from unspecified locations. The event was discovered during testing. There was no patient involvement. No additional information is available.